Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Localize clinical study. It was reported that the patient experienced an ischemic stroke. The event occurred during a three-month follow-up assessment procedure to the index study procedure. Access was obtained with an direx steerable sheath and a non-bsc sheath. Mapping was performed with an intellamap orion catheter and ablation was performed with an intellanav mifi open-irrigated ablation catheter. The patient presented with weakness on the left side and dysarthria. An ischemic stroke occurred. The activated clotting time (act) levels were 300-400 seconds during the procedure. The flow rate was programmed according to the directions for use (dfu). A computerized tomography (CT) was performed. The event outcome was reported as ongoing. It was further reported that the date of event was (B)(6) 2019 and the patient had to undergo physical therapy on (B)(6) 2019. The patient experienced "light difficult to speak" and permanent injury. His hospitalization stay was extended 2 days due to the event. The event was "probably to anti-coagulation management but could be related also to any products related during procedure." The device was in use for 1 hour and 48 minutes when the event occurred. There was no issue with the device. It was further reported that since (B)(6) 2019, the patient has had "chronic" physical therapy. The event was "not recovered/not resolved."

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Localize clinical study: it was reported that the patient experienced an ischemic stroke. The event occurred during a three-month follow-up assessment procedure to the index study procedure. Access was obtained with an direx steerable sheath and a non-bsc sheath. Mapping was performed with an intellamap orion catheter and ablation was performed with an intellanav mifi open-irrigated ablation catheter. The patient presented with weakness on the left side and dysarthria. An ischemic stroke occurred. The activated clotting time (act) levels were 300-400 seconds during the procedure. The flow rate was programmed according to the directions for use (dfu). A computerized tomography (CT) was performed. The event outcome was reported as ongoing.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Report source - corrected to include study.

Event description:
Localize clinical study: it was reported that the patient experienced an ischemic stroke. The event occurred during a three-month follow-up assessment procedure to the index study procedure. Access was obtained with an direx steerable sheath and a non-bsc sheath. Mapping was performed with an intellamap orion catheter and ablation was performed with an intellanav mifi open-irrigated ablation catheter. The patient presented with weakness on the left side and dysarthria. An ischemic stroke occurred. The activated clotting time (act) levels were 300-400 seconds during the procedure. The flow rate was programmed according to the directions for use (dfu). A computerized tomography (CT) was performed. The event outcome was reported as ongoing. It was further reported that the date of event was (B)(6) 2019 and the patient had to undergo physical therapy on (B)(6) 2019. The patient experienced "light difficult to speak" and permanent injury. His hospitalization stay was extended 2 days due to the event. The event was "probably to anti-coagulation management but could be related also to any products related during procedure." The device was in use for 1 hour and 48 minutes when the event occurred. There was no issue with the device.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Localize clinical study it was reported that the patient experienced an ischemic stroke. The event occurred during a three-month follow-up assessment procedure to the index study procedure. Access was obtained with an direx steerable sheath and a non-bsc sheath. Mapping was performed with an intellamap orion catheter and ablation was performed with an intellanav mifi open-irrigated ablation catheter. The patient presented with weakness on the left side and dysarthria. An ischemic stroke occurred. The activated clotting time (act) levels were 300-400 seconds during the procedure. The flow rate was programmed according to the directions for use (dfu). A computerized tomography (CT) was performed. The event outcome was reported as ongoing. It was further reported that the date of event was (B)(6) 2019 and the patient had to undergo physical therapy on (B)(6) 2019. The patient experienced "light difficult to speak" and permanent injury. His hospitalization stay was extended 2 days due to the event. The event was "probably to anti-coagulation management but could be related also to any products related during procedure." The device was in use for 1 hour and 48 minutes when the event occurred. There was no issue with the device. It was further reported that since (B)(6) 2019, the patient has had "chronic" physical therapy. The event was "not recovered/not resolved." It was further reported that the patient made a complete recovery without sequelae, confirmed at the 3-month follow-up neurologic assessment. The patient's pre-existing conditions consisted of multiple myeloma (igg kappa) that was being treated with lenalidomide and prednisone.